Event description:
Misconnection of foley and ng tube by pt. Pt found with foley catheter that was disconnected from drainage bag but still in bladder. Other end was connected to ng tube that was still in pt. Visible urine going into pt stomach. Pt ng tube reconnected to suction; visible urine being suctioned out of stomach. Foley reattached to drainage bag with >300ml of urine still in bladder. Pt oriented, but displaying inappropriate behavior. Pt's vital signs were stable, labs within limits. Pt's physician notified. Safety sitter ordered. Pt stated she thought that she reconnected her tubing correctly because they matched. No apparent injury noted.